Event description:
Literature: walt sd, ponce fa, killroy bd, wallace d, rekate hl. Neuroleptic malignant syndrome from central nervous system insult; 4 cases and a novel treatment strategy. Clinical article. J neurosurg pediatr. 2009; 4(3):217-221. Summary: this article presents a retrospective chart review of all pt's who experienced neuroleptic malignant syndrome (nms) related to a central nervous system insult from 1992 until the time of publication. Four studies were identified. Three of the four pts were treated with intrathecal baclofen delivery to relieve the symptoms of nms. Reportable event: after more conservative treatment failed to cure the nms, a lumbar cistern was accessed via lumbar catheter and instillation of baclofen at 100 mcg/day was started and increased to 250 mcg/day. The pt's neurological examination, laboratory values, and vital signs returned to normal. A lumbar intrathecal infusion device was implanted and set to deliver 250 mcg/day. The pt was discharged to rehabilitation six days later. The pt was neurologically intact with a short-term memory deficit. After implant, the pt returned to the hospital on two occasions in florid nms after attempts to wean him from the intrathecal baclofen dose. At five years, the pt was neurologically intact with only mild cognitive deficits.

Manufacturer narrative:
.